Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and missing the end cap sticker.

Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The insulin pump alarmed button error and the keypad was unresponsive. Blood glucose value was 3 mmol/l. Customer was sent a loaner insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.